Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The kidney dysfunction was determined to be not related to or caused by device or device therapy, it was heart failure related. The date of onset of the renal dysfunction was 12dec2025 for this event. The diagnostic test results were worsening glomerular filtration rate (gfr): 51 at admit on (B)(6) 2025, down to 41 on (B)(6) 2025. The patient symptoms were peripheral edema and right ventricular (rv) dysfunction. The event was treated with intravenous milrinone. Plan of care was unknown at the time. Any changes to patient condition or anticoagulation status were unknown. On (B)(6) 2025 speed increased from 5700 to 5900 rpm. Computed tomography (CT) was done (B)(6) 2025: left ventricular assist device (lvad) outflow appears widely patent. On (B)(6) 2026 echocardiogram (echo) showed at 6000 rpm, the interventricular septum appears midline, and the aortic valve opens with every beat. Speed was gradually ramped up to 7000 rpm. At 7000 rpm the interventricular septum appears midline and the aortic valve is opening intermittently though not completely closed. The left ventricular gram performed on (B)(6) 2025 which showed minimal contrast entering the inflow cannula was reported as not resolve and plan of care was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction, right ventricle dysfunction, and other patient related conditions could not be conclusively established. Review of the log files showed the system operating as intended, with the pump running at the set speed. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 1 of the IFU, entitled "introduction," lists potential adverse events, including renal dysfunction and right heart failure that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient has been on intravenous (IV) diuresis, but they did not see any improvement in ventricular assist device (vad) numbers, providers were concerned for vad functionality. It appeared that the log files captured routine events, there were no notable alarm conditions or parameter changes. Additionally, it was reported that the patient was admitted a few times for heart failure symptoms. The patient has significant kidney disease, which has worsen with current issues. The patient was admitted following a right heart catheterization on (B)(6) 2025. The rhc showed: 21, 52/22/32, w 25, fci 2.5, pa sat 66% at 116 kg. The patient was admitted for diuresis, but this was slightly delayed due to persistent hypokalemia. The patient was diuresed aggressively this admission but this was limited by renal dysfunction. He required milrinone, lasix 40mg/hr + thiazides for effective diuresis. A ramp echo was completed and speed was increased to 6000rpm yet patient did not stabilize. Milrinone was started with improvement in symptoms and objective improvement in end organ function. Computed tomography angiography (cta) thorax completed on (B)(6) 2025 which showed negative for outflow graft obstruction. The patient underwent left ventricular (lv) gram on (B)(6) 2025 to evaluate inflow cannula which showed minimal contrast entering the inflow cannula with speed up to 7000rpm. Attempts at weaning milrinone proved unsuccessful with worsening renal function. Ramp echo was performed while the patient was on milrinone. Starting speed of 5900 rpms: left ventricular end-diastolic diameter 6.3 cm. The aortic valve opens completely with each beat. There is severe left ventricular systolic dysfunction. There is no significant aortic insufficiency. There is no significant mitral regurgitation. Interventricular septum is midline. Inferior vena cava (ivc) was dilated and noncollapsible. It was difficult to visualize the right ventricular free wall due to poor acoustic windows. With limited views there does appear to be relatively preserved right ventricular contraction. With progressive increase in speed up to 6500 rpms the aortic valve continue to fully open with each beat. There was no significant change in interventricular septum positioning. There was no significant aortic insufficiency. Left ventricular end-diastolic diameter was 5.7 cm with progressive increase in speed it remained 5.7 cm. Overall was somewhat concerning that at a relatively high speed of 6500 rpms there was no decrease in aortic valve opening. This occurred despite the lack of any significant aortic insufficiency. They were talking about the need for a pump exchange. As of (B)(6) 2026 patient is still admitted. Continued diuresis. Pump parameters unchanged. Has not undergone pump exchange. They are monitoring the patient.